Manufacturer narrative:
The insulin pump passed displacement test. However, the device was unable to prime unit during the prime test and it alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and it passed. The drive support was inspected and no anomaly noted. No compromised force sensor system alarm was noted. The device had minor scratches on lcd window, cracked case at reservoir tube window corners, and cracked battery tube threads.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 143 mg/dl. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support appeared normal. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.